Event description:
It was reported that there was a button error alarm. The blood glucose reading was not known. The insulin pump was not dropped or exposed to moisture. The patient was not able to clear the alarm. She tried to restart the unit by removing the battery for two hours. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.